Event description:
It was reported that cartridge alarms 29 and 30 intermittently occurred during the load sequence with multiple cartridges. Customer's blood glucose level was 140 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.